Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not close and burn correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(Changed device code "failure to deliver energy" to "failure to cut"). (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Microscopic inspection showed charred tissues on the hot jaw. It was observed that the hot wire was slightly bent but remained attached. The silicone boots on the jaws appeared intact. The toggle switch was manipulated to test the position of the jaws. It was observed that the jaws do not align when the toggle switch is pulled back in a simulated attempt to activate the harvesting tool. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method." The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure mode "failure to align" was confirmed. However, the reported failure mode "failure to cut" was not confirmed. The analyzed failure mode "bent wire" was confirmed. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. A lot history record review was completed for lots 25135268, 25135155, and 25134879 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.